Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not duplicate the reported issue. Block e: correction to customer address.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Phone calls requesting patient information on 12/10/19, 12/11/19, and 12/12/19. No patient information provided to date. Unique identifier: (B)(4).

Event description:
The hospital reported the unit would not drive the bellows twice during a case preventing mechanical ventilation. There was no report of patient injury.